Manufacturer narrative:
B.1 adverse event was incorrectly selected on the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the purge pressure high: after 10 days on support, high purge pressure alarms occurred. Tissue plasminogen activator was given and alarms resolved. Data log review showed 24-hour build-up of purge pressure prior to high purge pressure alarms. No long bag changes were noted. No motor current spikes outside of p-level changes. The root cause of the purge pressure high event was biomaterial build-up; an adverse event related to patient condition.

Manufacturer narrative:
Initial report section g4: PMA/510k number erroneously reflected an additional digit (number 2) at the end and has been corrected accordingly.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and approximately 10 days after starting the impella support, the patient was having some purge issues. Two bags of tissue plasminogen activator were administered, and the issue resolved. However, seven days later, the patient was noted resting this morning and purge flows dropped again. The physician therefore performed several rapid power level changes from performance level p-8 to p-0 back and forth to try to break up anything on the motor. Update four days thereafter noted purge issues resolved and seem to be better. The purge cassette was changed. The patient continued impella mcs for an additional seven days before receiving a heart transplant. Post transplant the patient arrived back in the cardiovascular intensive care unit now with an intra-aortic balloon pump and vasopressin support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.